Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade failed to advance. The yoke was likely softened through the wet decontamination processing of the sample. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch mt217068, mfg date: 08/07/2012, exp date: 08/31/2014. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03560. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the device would jam, and turn on and off. Another like device was used to complete the procedure. There was no adverse patient consequence reported.